Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee artery. A 1.5mmx20mmx143cm coyote es mr balloon catheter was selected and advanced to treat the target lesion. During second inflation at 14 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.